Event description:
MFR received a report from an attorney stating that a wheelchair user was crossing a street when the legrest fell. This allegedly resulted in the user's leg being trapped between the legrest and the curb. A week later, the user's wife reported that the user had sustained a fractured ankle. Eval by the MFR has not yet been permitted. The health service in possession of the device has not identified a malfunction and cannot recreate the incident.